Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: DHR review; device history record reviewed for s-884 manufactured on 02/11/2009 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 02/12/2013. Complaints history; a two year look-back in trackwise for this reported failure and related to "issues with power " for this product ID shows that (B)(4) complaints were received including this case, see below. Post market information will continue to be monitored. Conclusion: in summary the end users reason for return could not be verified as the device passed all functional testing requirements but general maintenance is required. The returned device was manufactured in 2009 and last serviced in 2013. An in service is being recommended based upon the findings outside of this complaint. The returned device was observed to have head and oscillating pin damage and was out of calibration the gap between the cap and the bushing was large enough to attribute to graft quality issues. The end user should re review the proper installment of the blade and width clip for this product.

Event description:
It was reported the dermatome device was not working. It was reported there was no patient involvement for this event.